Event description:
On (B)(4) 2016- (B)(4): the consumer reported that they didn¿t use stimulation all the time. They charged it up but couldn¿t feel it stimulating. The patient was not able to connect with the patient programmer or recharger on the day of the report. The patient charged a couple of days ago and verified seeing the implantable neurostimulator (ins) battery flashing. The patient noted it was ¾ full. It was further reported that the patient experienced poor coupling with recharging. The patient always had troubles getting all of the boxes shaded and usually only got 4 boxes. No patient symptoms reported. Indications for use include non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
Additional information received from the consumer via the manufacturer representative on (B)(6) 2016 reported that the implantable neurostimulator recharger (insr) was not holding a charge. There was a green light on the power supply and no physical damage. The connector pin appeared to be fine. There was no alleged out of box failure. It was also reported that the patient could not get any coupling bars. It was reviewed on (B)(6) 2016 that troubleshooting for the coupling issue was not possible until the patient received a recharger that worked. No patient harm was reported. Additional information received from the consumer on (B)(6) 2016 reported that the patient had ordered a new charger to resolve the reported issues and the reported issues had resolved.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.